Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device. Clinical review: there is a temporal relationship between pd therapy on the liberty select cycler with cycler set and the patient event of peritonitis. However, there is no documentation in the complaint file to show a causal relationship between the peritonitis and use of the liberty select cycler with cycler set. Additionally, there is no allegation of a device malfunction or cycler set leak or defect reported for this event. The cause of the patient¿s peritonitis event was not confirmed; however, the culture result of staphylococcus aureus suggests a breach in aseptic technique as this organism is most often found in the nares and on skin and accounts for one of the most common causes of pd-associated peritonitis. Based on the available information, the liberty select cycler and cycler set can be excluded as the cause of the patient¿s peritonitis event.

Event description:
A patient on peritoneal dialysis (pd) contacted fresenius customer service and reported that they had peritonitis. Additional information was obtained through follow-up with the patient¿s peritoneal dialysis registered nurse (pdrn). The patient contacted the pdrn with cloudy pd effluent and a fever of 100.6°. The patient was then seen at the pd clinic where a pd effluent culture was obtained. The patient was initiated on antibiotic therapy with intraperitoneal (ip) vancomycin and ip ceftazidime (dose, frequency and duration unknown). The culture resulted positive for staphylococcus aureus and the patient¿s antibiotics were changed to ip cefazolin (dose, frequency and duration unknown). The patient did not require hospitalization for the peritonitis event. The patient continued pd therapy on the liberty select cycler with no issues during recovery. The cause of the peritonitis was not confirmed. There were no reported cassette leaks or product malfunctions reported.